Manufacturer narrative:
The t:slim x2 user guide states that: if your t:slim x2 pump detects an insulin level of 5 units or less, the low insulin alert occurs, requesting you to change the cartridge to avoid the empty cartridge alarm and running out of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a low insulin alert. Reportedly, the customer was due to change supplies. The customer's blood glucose level was 255 mg/dl. The customer delivered a bolus via the pump. Reportedly, the customer successfully loaded a new cartridge and resumed insulin delivery.